Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(6).

Event description:
Consumer complaint of blood result reading of "hi". Last 5 blood results in memory: "hi", 183mg/dl, 212mg/dl, 192mg/dl and 255mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi." Last 5 blood results in memory: "hi," 183 mg/dl, 212 mg/dl, 192 mg/dl, 255 mg/dl. No adverse event reported.